Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain. The home patient (hp) reportedly became disconnected from the transfer set somehow in his sleep. The technical service representative (tsr) assisted the hp to clear the alarm and advised to restart with new supplies and notify the nurse of the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was confirmed and the cause was determined to be due to patient accidently disconnecting the patient line from the transfer set during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr, (B)(4).